Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional. Additional concomitant medical products: 5076-45 lead; implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately a month post implant of the patients implantable cardioverter defibrillator (ICD) the patient reported that they have been having problems. For some reason the rhythm is off and they have had these flutters; very strong flutters for over a minute. The patient thought that the defibrillator was supposed to take care of that. The ICD remains in use. No further patient complications have been reported as a result of this event.